Event description:
Information was received regarding a cadd solis vip pump being used for chemotherapy at home. It was reported that the infusion ran at 5ml/hour for 96 hours. The child came back to the hospital every 4 days to have the bag changed. That morning it ran out 5 hours early but the reservoir volume still said there were 50+ mls remaining in the pump but the bag was dry. They were using a high volume 0.2 micron tubing. The reservoir volume as 510ml with an infusion volume of 480ml at 5ml/hour x 96 hours. Pharmacy manually primes the tubing in the IV hood. They were using the total fill volume (510ml) as the reservoir volume. But if you subtracted 20ml for priming, the bag had 490ml that infused over 91 hours. The patient's mom said the pump alarmed so she looked at it and there was nothing in the tubing and the bag appeared to be empty. So 490ml divided by 91 hrs equals 5.38ml/hour. With the +/- 6 percent accuracy range, the rate could have been 5.3ml/hour which is close to 5.38ml/hr. It is unknown if there was any patient, or clinician injury associated with these occurrences. No further details provided at this time.